Event description:
According to additional available information, the indication for catheterization was severe dementia and malnutrition. The balloon was tested prior to use with no anomaly and optilube lubricant was used on catheter. The volume of inflation fluid was 20ml and sterile water was used. No symptoms developed within the 24 hours following the reported issue.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. Quality database was checked with elements known, no anomaly in relation to the described defect was registered. Through information obtained during exchanges [with the reporter] it was noted that the balloon was inflated at 20ml. Recommendation for this reference [device] is to use 15ml of liquid as over-inflation can lead to balloon bursting. Similar case study was performed based on same item number and same defect [drainage issue] over last four years: no similar case was found. However, this complaint will be used for trend analysis.

Event description:
According to the available information the patient removed her catheter and upon inspection of the catheter, the balloon was not found and believed to have remained in the patient.